Event description:
It was reported by repair work order that the customer alleged that the unit had a broken load wheel. Upon inspection of the unit by the service technician, it was identified that the load wheel broke off.

Manufacturer narrative:
Result code: load wheel.